Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose of 400 mg/dl. Troubleshoot was initiated for high blood glucose. But could not perform high pressure test as customer did not have the tubing clamps. It was reported that customer had a blood glucose of 246 mg/dl after eating some snacks that could have caused high sugars and add relevant information if applicable. The customer experienced no symptoms and was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose values. The customer was treated with manual injection. The insulin pump will not be returned for analysis.